Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported it was unknown what caused the high impedance.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot#: 02026890132, product type: lead. Product ID: 3877-75, lot#: 0206895040, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study. It was reported that device interrogation and device data on (B)(6) 2017 found electrode 0 had high impedance that was greater than 10,000 ohms. No symptoms were experienced by the patient. No actions were taken and the event was unresolved with no further action planned. The event was related to the device or therapy and not related to the implant procedure.